Manufacturer narrative:
An event of hypotension, thrombus, and pericardial effusion was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported thrombus could not be conclusively determined. The cause of the reported pericardial effusion could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the medications were administered and pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The activated clotting time (act) levels were out of range high, 275s, 366s, 223s and 10,000 units of heparin was administered. The left atrial pressure at time of procedure was 11mmhg. A baseline effusion was present prior to procedure, after transeptal puncture (tsp), the patient become hypotensive and medication was administered, effusion got checked and confirmed there was no increase to effusion. A full recapture was needed and it was noted that the device was too large. The 25mm amulet was removed and a new 22mm amulet was chosen. There was no allegations to the sizing of the 25mm amulet. There was no additional product experience other than the mis-sizing occurred on the 25mm amulet and the device was removed from the patient prior to release from the delivery cable. An attempt was made to implant the 22mm amulet with the same delivery system, but a thrombus on ball was noted before deploying. The device was partially recaptured 3 times and fully recaptured, removed sheath. The patient continuing to have hypotension and an effusion check was performed. It was noted that the size of the effusion was increased and procedure got aborted. The patient treated with protamine and opted to do pericardiocentesis. A 150ml serosanguinous fluid drained and pericardial drain was left in place. The physician mentioned the cause of effusion was 25mm amulet. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f amplatzer torqvue 45x45 delivery sheath. The activated clotting time (act) levels were out of range high, 275s, 366s, 223s and 10,000 units of heparin was administered. The left atrial pressure at time of procedure was 11mmhg. A baseline effusion was present prior to procedure, after transeptal puncture (tsp), the patient become hypotensive and medication was administered, effusion got checked and confirmed there was no increase to effusion. A full recapture was needed and it was noted that the device was too large. The 25mm amulet was removed and a new 22mm amulet was chosen. There was no allegations to the sizing of the 25mm amulet. There was no additional product experience other than the mis-sizing occurred on the 25mm amulet and the device was removed from the patient prior to release from the delivery cable. An attempt was made to implant the 22mm amulet with the same delivery system, but a thrombus on ball was noted before deploying. The device was partially recaptured 3 times and fully recaptured, removed sheath. The patient continuing to have hypotension and an effusion check was performed. It was noted that the size of the effusion was increased and procedure got aborted. The patient treated with protamine and opted to do pericardiocentesis. A 150ml serosanguinous fluid drained and pericardial drain was left in place. The physician mentioned the cause of effusion was 25mm amulet. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.